Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet was selected for implant. The patient received heparin with an activated clotting time (act) of 262 second. Post-deployment, bradycardic heart rhythm was observed and the patient was quickly stabilized. Then, left sided pericardial effusion was observed beneath the left ventricle measuring 0.75cm. The pericardial effusion did not grow, therefore, no pericardiocentesis was performed. It was reported that there was a post implantation delay in order to observe the pericardial effusion. The device remain implanted with all criteria met. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a